Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13 month complaint history review and service history review for similar complaints was performed for the serial (B)(4). There were no similar complaints identified during the search period. The aia-pack e2 specifications states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event was unknown, issue unable to duplicate; the customer no longer uses the aia-360 analyzer.

Event description:
Tosoh became aware that during proficiency testing performance with american proficiency institute (api) survey samples, the customer failed api ia 03 for estradiol (e2) which was submitted on the aia-360 instrument. The sample was run on the aia-900 and is acceptable (range 368pg/ml - 458pg/ml). Original e2: ia 03 was 352pg/ml on the aia-360. New e: ia 03 was 374pg/ml on the aia-900.